Event description:
(B)(6) reported the death (B)(6). Could not get the bg cause of death: not determined. Location of death: at his residence. Time of death: 4:43 pm 30th. (B)(6). Caller states deceased party was wearing the pump at the time of death. Caller states they do want to return the pump. Attempted to contact the doctor to obtain more info but was unable to reach. Dr (B)(6) from the (B)(4) office called to get a print out of the pump customer was wearing at time of death. The customer was (B)(6). Dr (B)(6) did not have much detail due to the pt being protected. He gave his age as (B)(6). Advised that since the customer was a (B)(6), it would have to be escalated per oscar csriii. (B)(4)

Manufacturer narrative:
Unomedical received no returned devices and no lot number is available. This case has been closed due to missing info. No relevant testing could be performed. Since the lot number is unk, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken.